Event description:
The filter was placed on august 14, 1991. An x-ray noted both the right inferior and superior struts have fractured. The filter was also noted to have migrated 5cm. No intervention has been attempted.

Manufacturer narrative:
Additional info was received from the reporting physician. He indicated the pt had been in a motor vehicle accident some time after placement of the bird's nest filter. As a result of the accident, the pt had sustained trauma to the chest, i.e. Broken ribs. This trauma may have contributed to the damage seen with the filter.